Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that arrhythmia logbook review of this pacemaker system indicated that in 2019, a signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled. Due to how long episodes are stored, too much time has passed and it is no longer possible to view this episode to determine its cause. This pacemaker system remains in service. No adverse patient effects were reported.